Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead dislodged due to the patient's movement of their arm overnight. The lead was due to be repositioned the following day. The following day, after insertion of a stiff, rust knob stylet and repositioning to a low septal location the helix was attempted to be redeployed. Under fluoroscopy, the helix did not appear to be extended. After giving multiple subsequent turns, there was still no helix deployment. The lead was then explanted and inspected. It was observed that there was a lot of tissue within the sleevehead of the lead tip. The tissue was removed. The helix extension/retraction was then reattempted on the sterile table but was unsuccessful and a new lead was requested and implanted. It was noted during the initial implant of the rv lead and the revision procedure, that the patient's subclavian access point was extremely tight due to patient anatomy. The tightness within the subclavian vein and the manipulation of the leads within this tight space is thought to have potentially caused damage to the inner coil of the rv defibrillation lead, thereby compromising its ability to be extended/retracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal end/electrodes of the lead were bent. The distal low voltage electrode of the lead was covered in blood. Blood was observed on the sleeve head of the lead. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated apparent explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.